Event description:
It was reported that lock could not be established between the external equipment and the cochlear implant. The pt has been a non-user for approx three years and the pt reportedly had a thin skin flap. Several external equipment and programming software were used during testing. Additional device testing will be performed.